Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record # (B)(4).

Event description:
It was reported that a "check iab catheter" alarm was generated during intra-aortic balloon (iab) therapy, 15 minutes later blood was noted in the gas line. This occurred approximately 27 hours into therapy. The therapy was discontinued and the patient was weaned from iab. There was no reported injury to the patient.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and the sheath over the catheter tubing. No blood was visible on catheter. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.025cm in length. The reported problem was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that a "check iab catheter" alarm was generated during intra-aortic balloon (iab) therapy, 15 minutes later blood was noted in the gas line. This occurred approximately 27 hours into therapy. The therapy was discontinued and the patient was weaned from iab. There was no reported injury to the patient.